Event description:
It was reported prialt helped with pain but caused psychiatric problems. Patient was admitted to hospital and reported she could not recall events from the past while on prialt. Patient stated once prialt was removed from pump these symptoms stopped. Patient had both dilaudid and prialt in pump at one time. Patient now had fentanyl in pump and reported the dose was currently too low and was in pain. At the time of this report, no other information was provided. Additional information was requested and will be provided when available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.